Event description:
Customer states: 1060 ml added to bag at night, usually takes approximate 10 hours. Over past nights, from (B)(6), feed took 15 hours.

Manufacturer narrative:
Pump was tested for accuracy serval times using water. Each time pump delivery amount within specification (spec. +/- 5%). Pump work correctly, delivery proper amount of fluid.